Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead dislodged following implant. In addition, unstable/high thresholds and inadequate sensing were noted. The physician attempted to reposition the lead, to no avail. The lead was explanted and replaced. The physician noted that upon explant, the helix of the lead seemed to be damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent, and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent stretching and explant damage. The analyst noted the lead was returned with the helix damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.